Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door failed. The field service engineer (fse) found that the helmer fridge door would not lock, and the device application displayed a door not detected message. Troubleshooting steps included rebooting the unit and reseating all cables connected to the bbb controller. Following these actions, the device was successfully detected on the bus, and normal operation was restored. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the door had failed and was indicating maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.